Event description:
It was reported that the programmer shut off during the update of the pump after a refill. The hcp shut off the programmer and attempted to update again. After restarting, the programmer showed the pump had been off for 1 minute. The patient was sent home. The following day, the patient experienced withdrawal symptoms of; increased baseline spasticity, increased rigidity, tachycardia, clonus, rebound spasticity, and was pale and clammy. Upon interrogation of the pump, it was noted the pump had been off for 18 hours due to the pump going into stopped pump mode after the programmer shut off the previous day. The pump was updated; the patient was given a therapeutic bolus of 100 mcg/ 20 minutes and sent to the emergency room for observation.

Manufacturer narrative:
Final device analysis results revealed the aa batteries in the programmer were at 1/2 power when testing was started. After 5-7 minutes into testing the battery, level was down to 1/4 power. It was suspected the problem may have been related to the batteries. The programmer was able to read and update another pump. Analysis was unable to duplicate the complaint.